Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and update manufacture date. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and found the probe broken and detached. The broken probe portion was returned and measured approximately 16mm in length. The remaining intact portion of the probe measured approximately 3mm in length at the proximal end. The device was attached to a test usg-400/esg-400. An u509 error code was observed during testing. The ptfe pad (teflon pad) was inspected and found to be slightly worn but still intact, no missing fragment, and no metal exposed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during an unspecified procedure, the entire tip disarticulated from shaft and then the active tip fell off the device. It is unknown if the device fragment fell into the patient. There was no bleeding reported. It is unknown if the intended procedure was completed. There was no patient injury reported. Additionally, the device was inspected prior to the procedure with no anomalies found.